Event description:
Philips received a complaint on the v60 ventilator indicating that the flex arm was damaged. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A price quote for the replacement part was provided to the customer.

Manufacturer narrative:
The service technician reported the issue was identified during testing; the unit was not in patient use at the time of the reported issue. No patient or user harm was reported. Service inspection found one of the joints was not fully operational; the adjustment of the arm position was difficult. The cause of the damage is unknown. The support arm (support arm, three-section) was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.